Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02859. This report is being submitted as additional information. Approximate age of device - 1 day. Manufacturer's investigation conclusion: a correlation between the evaluation of the device and the patient's reported expiration due to stroke cannot be conclusively determined. The device was returned assembled with the pump cable intact. The sealed outflow graft and the sealed outflow graft bend relief were returned. The outflow graft had a gortex wrapped around distal portion of the graft. The apical cuff was returned and engaged with the cuff lock. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed fixed post-mortem depositions of blood in the inflow cannula, on the rotor, in the rotor well, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists stroke and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2017 that the patient had lateral roving eye movement after weaning sedation post lvad implementation. Stroke code was called. The initial head computed tomography (CT) was negative for definite infarct or hemorrhage, head computed tomography angiography was negative for aneurism or stenosis of major arteries, tpa contraindicated due to acute and active bleeding. The patient was brought back to the operating room for chest washout. On return to the intensive care unit, the patient had fixed and dilated 7mm pupils and was comatose after weaning off sedation. A repeat head CT revealed an acute right superior cerebellar artery infarct. A head CT done early the next morning revealed extensive infarct involving bilateral posterior cerebral arteries, right superior cerebellar artery territory and pontomesencephalic perforator artery territories. An electroencephalogram (eeg) showed severe generalized slowing with mostly delta activity. The patient remained comatose and expired on (B)(6) 2017.